Manufacturer narrative:
(B)(4). The other two perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using proglide devices with a 7fr sheath after treating an acute gastrointestinal bleed after a surgical procedure. When deploying the first proglide device, an unusual cracking noise was noted when pressing down the plunger and no sutures were deployed. When deploying the second proglide device, the same cracking noise was heard when pressing down the plunger and no sutures were deployed. A third proglide device was used and the sutures were deployed; however, hemostasis was not achieved. A vascular surgeon performed a standard cut down at the groin and a part of one foot was found in the groin together with sutures. Hemostasis was achieved surgically. Post-surgically, while inspecting the devices, part of another foot was found missing. The location of the portion of the foot is unknown. The patient was doing fine and there is no issue with the patient's leg. The foot is not thought to be in the patient but might have been lost among the devices on the table. Reportedly, no resistance was noted while withdrawing the proglide devices. There was a clinically significant delay in the procedure as surgery was needed to close the groin. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The foot separation and needle to cuff miss were confirmed. The device operates differently (noise) could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.